Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the plate was received broken; there are marks and scratches visible on the surface. The device-history-record (DHR) does not show any abnormalities. Everything was produced in specification as it should. Measurements of the critical features were taken on the complaint part. This confirmed the results of the DHR. The plate (part 02.108.342s, lot 9097034) was produce as it should. No abnormality in process was found. Based on this, the complaint is rated as confirmed but not valid from the point of view of the manufacturing site. No manufacturing related issue was identified and/or confirmed. We are not able to identify the exact reason for the breakage. Mechanical overloading during healing procedure due to unknown circumstance would have caused the breakage finally. No indication for material, manufacturing or design related issue was found. A product investigation was completed on the returned concomitant devices: all parts are intact and not part of the carried out investigation. No indication for material, manufacturing or design related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hwc (B)(4). Lot number reported as 9097034; however the lot number 9097034 does not correspond to reported part # 02.108.332s. (Therapy date): implanted in (B)(6) 2016; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient was implanted with pediatric locking compression (lcp) hip plate in (B)(6) 2016. Postoperatively patient developed a non-union and the plate fractured on (B)(6) 2017 during walking. The plate broke at an occupied first screw hole distal to the plate head. The patient was revised on (B)(6) 2017 with angle blade plates. Patient outcome is reported as fine. The surgeon believes that the breakage eventually occurred because the bone had not healed and patient was weight bearing. Concomitant device reported: 5.0mm locking screws (part # unknown, lot # unknown, quantity 9) this report is for one (1) pediatric lcp hip plate 3.5mm/130°/7 holes-sterile. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
UDI: (B)(4). A device history record (DHR) review was performed for part # 02.108.342s, lot # 9097034: manufacturing site: (B)(4), manufacturing date: 27. Aug. 2014, expiry date: 01. Aug. 2024: no non conformance reports (ncrs) were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device has been received and the product evaluation is in progress. No conclusion can be drawn. (Therapy date): implanted in (B)(6) 2016; exact date is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further confirmed that the fixation of the fracture was in (B)(6) 2016 and not in (B)(6) 2016. Concomitant devices reported: locking screw (part 212.226, lot 9217000, quantity 2), locking screw (part 212.220 lot 7964425, quantity 1), locking screw (part 212.211 lot 7594344, quantity 1), locking screw (part 212.210 lot 8511621, quantity 1), locking screw (part 212.209 lot 8997648, quantity 2), locking screw (part 212.209 lot 9223226, quantity 1), locking screw (part 212.210 lot 3822550, quantity 1). This report is for one (1) pediatric lcp hip plate 5.0mm/130°/7 holes-sterile.